Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a cryo cable was selected for use. It was reported that the error 1: 00000020-2: outer balloon pressure is too high was displayed. Issue occurred during inflation when positioning in the right inferior pulmonary vein. Troubleshooting was disconnect, reconnect/new disposables, power cycle, reposition to another vein. No patient complications were reported. The procedure was cancelled due to the error.